Event description:
It was reported that during an unspecified procedure, the catheter froze on the guide wire. The lesion was located in the left popliteal artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unk. An unspecified guide wire was placed and the sentinol biliary 7mm x 39mm x 135cm stent delivery system was successfully deployed in the lesion. Upon attempting to remove the stent delivery system, the catheter became "stuck on the guide wire". The stent delivery system and guide wire were successfully removed as a unit. No pt injuries or complications were reported. The pt's status is reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.